Event description:
It was reported the patient had bruising around the pocket site for about a week. The patient stated that the bruising seemed to be getting worse. No falls or trauma were related to this incident and the patient reported that the internal neurostimulator (ins) was sturdy in the pocket. The patient did not have swelling or pain and the pocket site did not feel warm. The patient stated he noticed 2 lumps in the center of his back and the lumps have been there a while but could not state an exact date. The patient stated he had pain in his neck, lower back in both legs and thighs as well as numbness in both legs. The patient stated the stimulation did help somewhat with the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-33 lot# v591423 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3888-33 lot# v591423 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708220 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension. (B)(4).